Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records that were provided and reviewed by a health care professional. Review of the available records identified the following: painful mom tha w/elevated cocr levels, pseudotumor, prior (B)(6) infection of tha. Estimated blood loss: 350ml; no intraoperative complication. Pseudotumor fluid encountered; no unusual appearing periprosthetic tissue indicating presence of infection. Revision of femoral and acetabular components. Femoral component loose and move with hand pressure. Large amount of pseudotumor material in the proximal femur. Removed acetabular cup. Took 45 min to remove d/t very solid ingrowth. Acetabular component porous coating was retained in the acetabular fossa in multiple regions after implant removal d/t its extremely vigorous bonding to the bone. New component placed in appropriate abduction and anteversion angle; excellent press-fit and seated completely without complication. Two-screws placed to secure. Calcar replacing stem used to prevent cantilever bending of the stem. No fractures noted with new press fit stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03331, 0001825034-2019-03332.

Event description:
It was reported that patient underwent initial surgery. Approximately 9 years after patient underwent a revision surgery due to elevated ion levels, loosening and a pseudotumor was found. Patient has been experiencing pain as well. No further information regarding the event has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157858 m2a-magnum pf cup 58odx52id l/n 563550, 11-103207 taperloc por lat fmrl 12.5x145 l/n 417740, 157452 m2a-magnum mod hd sz 52mm l/n 541690, 139266 m2a-magnum 52-60mm tpr insrt-3 l/n 568030. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent hip revision approximately nine years post-implantation due to loose femoral stem and pseudotumors. During the revision, pseudotumors, fluid, and a large pseudotumor in the femoral canal "which had expanded the bone" were noted. No further information regarding the event has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the device history record(DHR) identified six pieces with deviations in dimensional nonconformances. The pieces were reworked rework and released with no adverse effects anticipated. Root cause was unable to be determined. One stem, one head, and one cup were returned and evaluated. Upon visual inspection the stem and the head were fused together and could not be separated. There is scratching to the face of the head with some scuffing on the outside radius. The cup has scuffing on the inside diameter and there is bending to the lip. The cup outside diameter has debris on it. The additional information does not change the outcome of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimesional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.